Event description:
It was reported that a lag screw became disassociated with cm nail and migrated medially into the acetabulum of pt.

Manufacturer narrative:
The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review up to now. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided and a product failure cannot be confirmed. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).